Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 01-oct-2022 to 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to display stocks and refill reports accurately. The technical support specialist remoted into device and restarted the pd server, but the problem existed. Requested agents to check ciisafe side to resolve the issue. Further investigated and found field was working on upgrading cce server. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis ciisafe system did not showing the stockouts and refill reports accurately, causing errors and extreme diversion. Customer stated that the malfunction potentially happened during treatments, but they did not recall the specific events. Customer added that they had 10 to 20 minutes of patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stockouts due to messages queued up for the station. The technical support specialist restarted the server still the problem exists. Further investigated and found field was working on carefusion coordinate engine; after go live happened with new server. Eventually the report issue resolved. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system did not showing the stockouts and refill reports accurately, causing errors and extreme diversion. Customer stated that the malfunction potentially happened during treatments, but they did not recall the specific events. Customer added that they had 10 to 20 minutes of patient care delay. There were no adverse events or injuries reported based on this event.